Manufacturer narrative:
Serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event, of a loss of external power, was confirmed in the submitted heartmate 3 lvas controller event log files. The event log file contained approximately 6 days of patient data. There was one loss of external power while the patient was using the mpu; the event was identified during evaluation of an lvad internal fault (an incidental finding). The loss of external power resolved without intervention. The duration of the loss of external power event was unable to be determined as it (the event) was the first event in the log file. Per the periodic log file, the backup battery had already activated prior to the first loss of external power event recorded (from 12 backup battery uses to 13). Multiple requests for additional event information were sent to the customer; no additional information was reported. The root cause of the reported loss of external power event was not determined in this investigation. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate 3 lvas instructions for use (IFU) (rev c p.7-3 - alarms and troubleshooting; p.7-15 ¿ no external power) and the heartmate 3 lvas patient handbook (rev c p.207 - alarms and troubleshooting; p.219 ¿ no external power). Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas IFU (rev c p. 3-35) and the heartmate 3 lvas patient handbook (rev c p.78). Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook (p.79 - 81) and the heartmate 3 lvas IFU (p.3-36 to p.3-38). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review found a no external power occurring on (B)(6) 2021. The alarm occurred while the patient was connected to the mpu.